Event description:
It was reported the device is alarming to remove and reattach cassette. Battery door opened and closed. Attempted to restart device but still alarming that cassette is not attached properly. Patient tried multiple times to remove and reattach cassette, but they could never clear the alarm. Pump powered off. Line is clamped. Instructed to call doctor. Patient states they have an appt in the morning at 9am. Drug is fluorouracil. Patient not affected. No patient injury. No additional information available.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be inoperable uso sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.